Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left_mentor smooth round moderate profile 425cc saline breast implant, catalog number 3501670, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3501670, serial number (B)(4), and right replaced with catalog number 3501670, serial number (B)(4) on (B)(6) 2019.